Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was over 500 mg/dl. Reportedly the customer gave themselves a manual injection and delivered a bolus to address the bgs. The customer continued using the pump for insulin delivery.